Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4), (persisting back pain, revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, patient underwent spine fusion surgery, transforaminal lumbar interbody fusion and posterior fusion surgery and posterior lumbar fusion surgery, on the lumbar region of patient's spine from vertebrae l3-s1. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space, facet joints and lamina). Allegedly, patient's post-op period was marked with by a period of improvement, followed by worsening of low back pain, bilateral gluteal burning and bilateral lower extremity pain, numbness and tingling. Radiographic imaging demonstrated bony overgrowth where rhbmp-2 was implanted in patient's lumbar spine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.